Manufacturer narrative:
Combination product: yes, the lead was explanted on (B)(6) 2025. No visible perforation per ep. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead shows rising threshold. CT showed micro-dislodgement and patient reported chest pain. Revision is planned. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead shows rising threshold. CT showed micro-dislodgement and patient reported chest pain. Revision is planned. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. We received your event description for the device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. No visible perforation per ep. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a ligature mark and cuts into the insulation 12 cm distal to the is-1 connector pin, which most likely resulted from the surgery. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead shows rising threshold. CT showed micro-dislodgement and patient reported chest pain. Revision is planned. Lead currently remains implanted. Should additional information be received, this file will be updated.